Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 11/13/2015. The device remains implanted, and thus is not available for evaluation. The serial number provided indicates that the connector type associated with this complaint is a taper ii. Device labeling addresses the reported event as follows: warnings: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia. Adverse events: other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Device remains implanted.

Event description:
Reported as: a patient in the lap-band hero clinical study had a hiatal hernia repair performed during their placement procedure for the lap-band system. Two days following the placement surgery the patient experienced "chest pressure." It was reported the patient had pressure in their chest of an uncertain origin and was unable to tolerate liquids. The patient was admitted to the hospital from the ER. The event resolved without sequelae and the patient was discharged after three days. The patient's lap-band system remained implanted.